Event description:
The patient called to get further information concerning the power pack recall. She stated her infusion device displayed "77" on the screen. She stated her power pack had been in use for "a few weeks." She was advised to change her power pack every 2 weeks. She was instructed to insert a new power pack into her infusion device and it functioned properly. No physiological effects were reported. The patient did not report assistance by a healthcare professional or second party to address the issue. No product will be returned for evaluation.